Event description:
The rotator on the hemostasis valve broke during infusion. No harm or injury reported.

Manufacturer narrative:
Device eval: the device eval has not been completed. Eval: conclusions: a f/u report will be submitted when the eval is completed.